Event description:
It was reported that, during an arthroscopy, the head of the biosure screw fractured while ending the introduction of the device into the femoral tunnel. After some tests, it was confirmed that the body of the screw had good fixation to the graft and the tunnel, therefore, it was decided to leave the rest of the screw inside of the tunnel. The screw head was removed from the patient. The procedure was completed with five minutes of delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that composition is specified and must be measured by the ash test, storage and packing requirements are also specified in the document. This case reports that the biosure screw broke during the procedure and a piece was left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. The biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unknown if the piece of biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. ¿